Event description:
Stent balloon removed from packaging and prepared in a usual fashion. The stent balloon was placed on the wire and inserted into the coronary artery. After the first inflation, a dissection was noted to the coronary artery. The mounting balloon was removed. Upon further investigation by the cardiologist and scrub tech, it was determined that the stent did not remain on the mounting balloon. It remained on the stylet when the stylet was removed for insertion.